Event description:
The customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
Customer contacted by phone, system operates as intended. This MDR is related to ge healthcare (B) (4).